Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 31-may-2016, an fse visited the customer to address the reported event. During servicing, the fse replaced the diluent pump and checked sampler alignments. The diluent was primed without errors. The customer ran quality controls the next day and the instrument was verified as operational. There was no further action by fse. The most probable cause of the reported event was due to defective diluent pump.

Event description:
On (B)(6) 2016, a customer reported error 2012-air detected diluent with their aia-360 analyzer. The customer tried rebooting and verified that the sample probe was straight. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg and progesterone patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.